Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the patient experienced an infection. The entire implantable pulse generator (ipg) system was colonized with pathogens and subsequently, explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.